Manufacturer narrative:
Following information reported by the customer kindred hospital mansfield in the us, the backrest section of the enterprise 9000x raised unintended without any actions given by the user. This issue was observed when the facility staff was cleaning the bed. There was no patient on the bed when this issue occurred and no injury was reported. The device evaluation confirmed the reported problem and it was noticed that backrest up button located on the attendant control panel (outside right foot-end side rail) did not function properly, causing the backrest section to move even when the button was released. This part was replaced and functional testing confirmed the proper functionality of the bed. In summary, the involved enterprise 9000x was not used with the patient when the backrest section moved unintended. There was a malfunctioning button on the attendant control panel detected, therefore the bed did not meet the manufacturer¿s specifications. Although no injury was reported, the complaint decided to be reportable in an abundance of caution due to unintended backrest movement.

Manufacturer narrative:
The process of analyzing all gathered information is ongoing. Additional information will be provided upon the conclusions of the investigation.

Event description:
On (B)(6) 2020 arjo was informed that the backrest section of the enterprise 9000x moved unintended without any actions given by the user. There was no patient on the bed when this issue occurred and no injury was reported.